Event description:
The clinical events committee adjudication minutes received disagree with the previous diagnosis that the contributing etiology for the patient's death approximately seven months after stent deployment was unknown and that it was neurological in origin. On (B)(6) 2009 (approximately 3 months post stent implant) the patient was found to have a pancreatic mass. Hematologist-oncologist and gi physician were contacted. The patient was stabilized but with low level of functioning. The pancreatic mass was likely malignant, but biopsy could not be done. After discussion with the family, on (B)(6) 2009, the patient was transferred to a rehabilitation facility under hospice care. The site made a telephone contact for a 12 month follow-up and was informed that the patient was under hospice care and expired on (B)(6) 2009. The event was deemed to be unrelated to the product implanted during the index procedure.

Event description:
I was diagnosed with multiple sclerosis in 1982. I now have gone to a doctor, who says I have mercury poisoning. I went and had all my mercury fillings taken out and replaced with white fillings. Mercury fillings need to be stopped here in the USA. Diagnosis or reason for use: cavity.

Manufacturer narrative:
Information received from the (B) (4) study indicated that a patient experienced an ischemic stroke after having a carotid artery stent implanted. The patient¿s medical history is significant for arrhythmias, congestive heart failure, diabetes, coronary artery disease, hypertension and prior myocardial infarction. The target vessel was the right common carotid artery. The lesion was at the bifurcation and was 90% stenosed. A 5mm angioguard basket was delivered beyond the lesion and deployed without difficulty. The lesion was pre-dilated followed by the deployment of a 7mm x 40mm precise rx stent. The stent was not post-dilated and the residual stenosis was 10%. The angioguard was withdrawn without difficulty and debris was not observed in the basket. The patient was discharged from the angiography suite neurologically intact. Later that day, the patient experienced left sided hemiparesis and was diagnosed with an embolic stroke. The inr was reported as 1.1 and the aptt was 25.8. The patient has partial recovery with minor residual deficit. The patient expired on (B) (6) 2009. The cause of death was documented as unknown, and the event was deemed to be unrelated to the product implanted during the index procedure. Multiple attempts to obtain additional information have gone unmet. With the limited amount of information available and without return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the event.

Event description:
It was reported that when the patient came for a follow-up visit, the device was without pacing and output and no telemetry. When the device was checked four months earlier, all was reported as "ok" and the remaining longevity estimated to be 1 to 14 months. The device was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The cc had been updated to reflect additional information. It was reported that at an unknown date the patient was transferred to hospice where she expired at an unknown date and for unknown reason. Multiple attempts to obtain additional information have gone unmet. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event.information received from the (B) (6) study indicated that a patient experienced an ischemic stroke after having a carotid artery stent implanted. The patient¿s medical history is significant for arrhythmias, congestive heart failure, diabetes, coronary artery disease, hypertension and prior myocardial infarction. The target vessel was the right common carotid artery. The lesion was at the bifurcation and was 90% stenosed. A 5mm angioguard basket was delivered beyond the lesion and deployed without difficulty. The lesion was pre-dilated followed by the deployment of a 7mm x 40mm precise rx stent. The stent was not post-dilated and the residual stenosis was 10%. The angioguard was withdrawn without difficulty and debris was not observed in the basket. The patient was discharged from the angiography suite neurologically intact. Later that day the patient experienced left sided hemiparesis and was diagnosed with an embolic stroke. The inr was reported as 1.1 and the aptt was 25.8. The patient has partial recovery with minor residual deficit.a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.stroke, embolic or hemorrhagic, is a known potential adverse event associated with implanting carotid stents. Having coronary arrhythmias such as atrial fibrillation can lead to embolic strokes. Review of the available information suggests that patient factors may have contributed to the reported event.

Manufacturer narrative:
The product is not available for evaluation. Additional info has been requested and will be reported within 30 days from receipt.

Manufacturer narrative:
The (B) (6) database, for patient ID (B) (6), was updated on february 17, 2010 as follows: the patient died on (B) (6) 2009. The cause of death was documented as unknown and the event was deemed to be unrelated to the product implanted during the index procedure. Additional information will be submitted upon 30 days of receipt.

Event description:
The report received from the study indicated that a male patient was admitted with a 90% stenosis in the bifurcation of the common carotid artery. The pt was asymptomatic. The index procedure lasted 50 minutes. The length of the target lesion and stented segment is unk. The lesion was pre-dilated and a precise pro rx stent was implanted successfully. The residual stenosis was 10%. An angioguard rx was successfully deployed and retrieved. There was no neurological deficit when the pt left the angiography suite. The date of the procedure the pt experienced a neurological event with a sudden onset. The pt had left hemiparesis. The diagnosis of the event was an ischemic stroke. The recovery was partial with minor residual.

Event description:
Information received indicates the brake was not holding at the head end of the stretcher.

Manufacturer narrative:
Based on the additional information received, the death previously reported for this patient is now considered not MDR reportable. The event of ischemic stroke remains a MDR reportable event. Information received from the (B)(4) study indicated that a patient experienced an ischemic stroke after having a carotid artery stent implanted. The patient's medical history is significant for arrhythmias, congestive heart failure, diabetes, coronary artery disease, hypertension and prior myocardial infarction. The target vessel was the right common carotid artery. The lesion was at the bifurcation and was 90% stenosed. A 5mm angioguard basket was delivered beyond the lesion and deployed without difficulty. The lesion was pre-dilated followed by the deployment of a 7mm x 40mm precise rx stent. The stent was not post-dilated and the residual stenosis was 10%. The angioguard was withdrawn without difficulty and debris was not observed in the basket. The patient was discharged from the angiography suite neurologically intact. Later that day the patient experienced left sided hemiparesis and was diagnosed with an embolic stroke. The inr was reported as 1.1 and the aptt was 25.8. The patient has partial recovery with minor residual deficit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Stroke, embolic or hemorrhagic, is a known potential adverse event associated with implanting carotid stents. Having coronary arrhythmias such as atrial fibrillation can lead to embolic strokes. Review of the available information suggests that patient factors may have contributed to the reported event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.